Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the replaced external portion of the driveline confirmed external wire damage that could have contributed to the reported pump stop event captured in the submitted log file. However, the damage appeared to be mechanical in nature and it is unknown when the damage occurred. The account submitted a log file for review. Momentary pump stop events, as well as associated alarms, were captured on (B)(6) 2021 at 13:11:04 lasting to the end of the log file and on (B)(6) 2021 at 12:24:57. All of the events occurred while the system was operating on the power module. Based on previous complaint experience, the captured events appear consistent with a potential driveline wire compromise. The approximately 22¿ segment of driveline (dl) replaced by technical services was returned for evaluation. The replaced dl was tested for electrical continuity in the condition that it was received and did not reveal any discontinuities or shorts. The returned portion of the silicone jacket appeared unremarkable. Areas of minor breakdown were observed in the metal braided shield approximately 2.5¿ through 10¿ from the metal connector. An area of more severe breakdown was observed in the shield at the base of the metal connector through 1¿ from the metal connector. Visual inspection of the driveline wires confirmed a breach in the insulation of the brown wire approximately 20.5¿ from the metal connector. He observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. The remaining segments of the driveline were then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage. If the exposed conductors of the brown wire contacted the braided shield while operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short to ground could have resulted in the alarms and pump stops that were confirmed through the submitted log file. According to the account, at the time of pump stoppage, the patient was lightheaded. The patient was discharged home after driveline repair on an ungrounded cable. The patient remains ongoing on (B)(6) and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 15may2018. Heartmate ii left ventricular assist system (lvas) patient handbook, is currently available. Section 4 of this handbook contains a section on ¿caring for the driveline;" however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Additionally, the heartmate ii lvas instructions for use (IFU), is also available. Section 1 of this IFU contains information regarding definitions and usage of pump speed, power, flow, and pulsatility index (pi). Additionally, section 6 of this document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The section "system operations" describes the "driveline" and outlines indications of driveline damage as well as how to respond to such events. The section "equipment storage and care" describes "care of the driveline." The section "alarms and troubleshooting" outlines alarms and how to respond to them, including low flow, low speed, and pump stops. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A portion of the percutaneous lead (driveline) has been returned for evaluation. The evaluation is not yet complete. The investigation results will be provided in the final report.

Event description:
It was reported that while in clinic on (B)(6) 20201, the patient experienced pump stoppages for approximately 5-6 during dressing change. The patient was sent to the emergency room and admitted. It was reported that prior to admission on (B)(6) 2021, the patient fell off the curb and hit head and right side, however denied any alarms or pump stoppage at that time. Log file submitted contained low flow hazards, low speed hazards, as well as pump stop events on (B)(6) 2021 while the patient was connected to the power module during the data download. X-rays images sent in for review contained no obvious areas of concern. At time of pump stoppage patient was lightheaded. Admitted to the hospital and underwent repair of external driveline on (B)(6) 2021. No further pump stoppage noted after repair. The patient was discharged home after driveline repair on ungrounded cable. No additional information provided.